Manufacturer narrative:
The device was returned to olympus for evaluation and the reported b5 malfunction was likely a result of insufficient reprocessing. In addition to the reported in b5, the following findings were noted during device evaluation: the plastic distal end cover, the bending tube, and the scope connector case unit, all had a dent. The suction cylinder and air/water cylinder had no color. The adhesive around the light guide lens had a crack and the adhesive on the bending section cover was detached. The forceps channel port had a scratch. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of the scope cover packing, water tightness was lost. Due to deformation of forceps elevator lever, up/down knob could not be locked securely. The connecting tube had discoloration. The scope connector cover unit had corrosion due to water leakage. The label on the scope connector was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign material in the jet-tube and air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps were deviated from the instruction manual. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.